Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Visual inspection identified white residue inside the tubing. The reported condition was verified. The cause was not determined. The observed residue is extrinsic to the manufacturing process. The white residue observed was compared to the defect library and is similar in characteristics to known substances identified as fatty acid (likely calcium stearate), calcium carbonate, and a small amount of carbonyl-based material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white particulate matter was observed in the tubing of a uv flash transfer set. This issue occurred during use with patient involvement. The transfer set was connected to the patient for 120 days. There was no patient injury or medical intervention associated with this event. No additional information is available.